Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 254 mg/dl, which was treated with a bolus delivery. The customer stated that they had high blood glucose because the night prior to the phone call they ate pizza. The customer stated that they had the insulin pump in their bra while working outside in the garden. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to the unresponsive buttons. The device was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.